Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 118 mg/dl. Customer reported that the transmitter does not blink when connected to the sensor. The customer was advised to replace sensor. The customer found out the sensor had no cannula at the end. The customer was advised that we are shipping out replacement sensor.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was bent and retracted to the top of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.